Event description:
Allegedly the patient is being revised due to mom complications: patient is having minimal hip symptoms, however he does have elevated metal ion values as well as renal and cardiac issues that have developed since his primary tha surgery. The pi recommends revision surgery and this is scheduled for (B)(6) 2018. The pi notes that the source of the elevated metal ion values cannot be determined until the time of revision surgery, as there are three articulations this could originate form.